Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the therapy pcb assembly. Physio observed an electrically open trace from the relay to a transistor, designator q21. The open trace prevented the relay from activating and, as a result, no shock delivery was possible. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device had failed a user test.  There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed a service indicator was present. Additionally, the device gave an "abnormal energy delivery" message when attempting a 200 joule shock and physio confirmed that no energy was delivered to the test load.